Manufacturer narrative:
Final analysis found that the insulation was abraded at 2.3 cm to 2.8 cm from the tip electrode, due to friction with another device and could have caused the reported complaints in the field. The outer coil was exposed in the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited high pacing thresholds and capture anomalies. The lead was explanted and replaced.